Event description:
It was reported that the patient presented with episodes of presyncope and falls. Interrogation suggested that the ventricular impedance had fallen. A new ventricular lead was implanted, however patient returned after experiencing further syncopal episodes. The pulse generator exhibited no output, and there had been a long run of ventricular standstill. The pulse generator was explanted and replaced.

Manufacturer narrative:
Na